Manufacturer narrative:
This follow-up is being submitted to relay additional information. No devices were received; therefore, the condition of the components is unknown. Photograph provided confirms that the device is fractured. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) - provisional bottom.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Initial reporter also sent report to FDA - reported in mw5111549. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured. Attempts to obtain additional information have been made; however, no more information is available.